Event description:
It was reported that a stain was found in the tube of an automated peritoneal dialysis set. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received the sample for evaluation. Visual inspection identified three markings on the cassette and embedded particulate matter. This confirmed the reported condition. The cause of the reported condition could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.